Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v670477, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v594801, implanted: (B)(6) 2011, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient's family member reported the patient had a seizure and fell on the day prior of this report. It was noted that the patient was fine. If additional information is received, a follow up report will be sent.